Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via cst that during an arthroscopy shoulder stabilization procedure the metal disc at the tip of the coolpulse 90 electrode with hand controls partially dissembled. It happened after around two hours of on and off usage. Eventually it felt in to the shoulder soft tissue of the patient . After 5 minutes of searching for a missing part , the procedure continued . The metal disc was inspected during the final x-ray. The procedure was delayed for 10 minutes. The affiliate cannot confirm that the plate that fell off the vapr itp was recovered from the patient and no foreign bodies remain in the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: investigation summary ==> according to the information provided, it was reported that the metal disc at the tip of the vapr electrode partially dissembled the complaint device was received and evaluated. Visual inspections revealed anomalies on the active tip is missing. The reported failure can be confirmed. Device was sent to supplier for further evaluation. Supplier evaluation result for vapr coolpulse90 electrode: the device has not been returned in its original packaging, the active tip of the device is confirmed to be missing and has detached from the device, the missing section has not been returned with the electrode, the suction tube of the device shows signs of use, with evidence of dried saline within. However, no debris or obvious blockage is visible, no visible damage to the device shaft, handle, cable or plug, the identification sticker has been returned with the electrode, confirming the device information.the electrical test was unable to complete due to device damage. Supplier summary: the complaint of the active tip detaching was confirmed. The device was returned with the active tip missing, the tip itself had not been returned for examination. It appears that the suction tube has eroded at the juncture between itself and the active tip. Similar instances of these types of failures have been observed historically. The failure mode seen is consistent with other complaint devices investigated under CAPA which was opened to investigate the occurrence of active tip failures in the field. The potential root cause for this CAPA was identified as: a) the weld bridge on active suction tube is not providing sufficient weld material and retention. B) mechanical fatigue due to stress corrosion pitting / corrosion and due to welding process c) misuse, (e.g. Extended activation or overloading of mechanical forces). This CAPA was closed in july 2015 due to a number of process improvements. The lot number of the returned device indicates that it has been manufactured after the improvements have been made. The complaint failure mode confirmed has been reviewed against the systems risk assessment document, 892007 and is consistent with expected outcome of such an event. A review of our complaint records over the last 12 months to assess the frequency of this defect for the 228146 device which the shows the frequency of this defect to be of low occurrence and as anticipated in the risk analysis. Due to the report of a serious injury caused to the patient a CAPA request has been initiated to investigate this issue further in an effort to determine root cause. Root cause statement from CAPA: the most probable root causes for the CAPA failure mode (separation of the complete active tip) are the following: the weld bridge on active suction tube is not providing sufficient weld material and retention, mechanical fatigue due to stress corrosion pitting / corrosion and due to welding process,misuse, (eg. Extended activation or overloading of mechanical forces). A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.